Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the lead was returned severed into two segments and the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right atrial (ra) lead was an attempted implant due to helix extension difficulty. A second lead was attempted with similar results. One of the leads was cut to maintain venous access. Both ra leads were removed prior to pocket closure. No adverse patient effects were reported.